Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The investigation determined that the worn-out vacuum nozzle caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer inspected the analyzer and repaired the worn-out vacuum nozzle, which caused a problem in the ion-selective electrode mixing vessel. The investigation is ongoing.

Event description:
We received an allegation of a questionable sodium electrode assay result for one patient sample and qc issues from the cobas pro ise analytical unit. The initial result is 149 mmol/l. The first repeat result is 136 mmol/l. The second repeat result is 135 mmol/l.